Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that during a mitraclip procedure, one clip was successfully implanted. A second clip was deployed, but immediately after deployment, it was noted to be attached only to the posterior leaflet (single leaflet device attachment (slda)). A third clip was implanted to stabilize the second clip. Mitral regurgitation (mr) was reduced from 4 to 1-2 with three clips implanted. There was no additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. All available information was investigated and the reported single leaflet device attachment appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.